Manufacturer narrative:
Section h6, conclusion code of the supplemental medwatch report indicates cause traced to component failure section h6, conclusion code of the supplemental medwatch report should indicate cause not established section h10 and/or h11, additional mfg narrative of the supplemental medwatch report indicates after replacing the user interface pcb assembly, system pcb assembly, and keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h10 and/or h11, additional mfg narrative of the supplemental medwatch report should indicate the third-party service agent replaced the user interface pcb assembly, system pcb assembly, and keypad assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. The service agent was contacted several times for the return of the replaced parts to stryker, but no response appears to be forthcoming. Therefore, a conclusive cause could not be determined.

Event description:
A third-party service agent contacted physio-control to report that the on/off button of their customer's device would intermittently not respond when pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that the on/off button of their customer's device would intermittently not respond when pressed. There was no patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that the on/off button of their customer's device would intermittently not respond when pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
The removed parts were returned to physio-control product analysis center (pac). Physio further evaluated the removed parts and was unable to duplicate or verify the reported issue. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
After replacing the user interface pcb assembly, system pcb assembly, and keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that the on/off button of their customer's device would intermittently not respond when pressed. There was no patient use associated with the reported event.